Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery lobectomy, when stapling the lobar structure, the stapler was not able to fire, the surgeon was able to press the green button but unable to squeeze the handle. The handle had been fired previous to the reload that did not fire and also fired with subsequent reloads. The reload closed but would not fire and would not cut. The gun worked well before and after with other staples. A new reload was opened and used to complete the case. There was no patient injury.